Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The leak was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was the three-way stop cock that was observed to be leaking, not the rotating hemostatic valve (rhv) as previously reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a heavily tortuous, concentric 75% stenosed lesion in the distal circumflex artery. During use, the indeflator and rotating hemostatic valve (rhv) of a 20/30 priority pack, were connected to an unspecified balloon catheter and the balloon was pressurized. However, the pressure indicator dropped at 12 atmospheres. A balloon rupture was suspected, however the rhv was observed to be leaking. A new indeflator was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.